Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 6.0 x 20 135cm mustang¿ balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured due to calcification. The device was simply and completely removed from the patient's body. The procedure was completed with a different device. No patient complications nor injuries were reported.